Event description:
It was reported that the patient observed insulin leaking into the pump and stated that she typically filled the cartridge with approximately 170 units of insulin, confirming it was not overfilled. She noticed rising blood glucose levels and detected the smell of insulin before removing the connector and finding insulin inside the pump chamber. The patient was guided through the correct steps for replacing the cartridge and was informed that the cartridge must be inserted into the pump before attaching the connector. She acknowledged this and completed a cartridge change, after which insulin delivery resumed and blood glucose began trending downward. The patient reported that blood glucose levels were affected, reaching 333 mg/dl for approximately six hours. No backup therapy, ketone testing, medical intervention, or other assistance was used, and she reported feeling heartburn but no other symptoms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.